Event description:
Reporter alleged blood glucose measured 133 mg/dl back to back with a result of 77 mg/dl and a reading of 120 mg/dl all performed within 10 minutes of each other. It was reported customer took normal dose of 7 units of regular insulin and did not have any adverse reactions as a result. No other treatment information was provided by the customer. A request was made for the return of the suspect device and replacement product was sent.